Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed from "low" to ¿high¿; however, a specific value was not provided. Cause was not known. A correction bolus was delivered to address high bg and glucose tablets were consumed to address low bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.